Event description:
Boston scientific provided the following information: it was reported that during a pacemaker change out, the physician noted that the insulation of this right ventricular (rv) lead was eroded. It was suspected that this eroded lead contributed to a syncopal episode with a fall. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.